Event description:
It was reported that during a percutaneous intervention (pci) procedure, removal difficulties occurred and a blade partially lifted. The 90% stenosed lesion was located in the moderately tortuous, non-calcified proximal right coronary artery (rca). The physician advanced the 4.0 x 10mm flextome cutting balloon to the lesion. The cutting balloon was inflated to 6 atm for 20 seconds, the device was deflated slowly. Upon removal resistance was felt when the device encountered the guide catheter. The physician changed direction of the cutting balloon and was able to remove the device but it was noted that part of the blade lifted from the balloon. The physician then placed a 4.0 x 12 non-bsc stent in the lesion, ivus was performed and the procedure was completed. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated my manufacturer: a visual examination identified solidified blood within the guidewire lumen. Contrast media was within the inflation lumen. A microscopic examination identified 5mm of 1 blade was lifted however no section was detached. The pad was intact. A microscopic examination observed no damage to the additional blades. These blades were present and fully bonded to the balloon surface. There were no issues with the tip. No kinks or damage were noted along the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous intervention (pci) procedure, removal difficulties occurred and a blade partially lifted. The 90% stenosed lesion was located in the moderately tortuous, non-calcified proximal right coronary artery (rca). The physician advanced the 4.0 x 10mm flextome cutting balloon to the lesion. The cutting balloon was inflated to 6 atm for 20 seconds, the device was deflated slowly. Upon removal resistance was felt when the device encountered the guide catheter. The physician changed direction of the cutting balloon and was able to remove the device but it was noted that part of the blade lifted from the balloon. The physician then placed a 4.0 x 12 non-bsc stent in the lesion, ivus was performed and the procedure was completed. No complications were reported and the patients' status is good.